Event description:
The customer reported that the left monitor flickers and goes black. This happened during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the left monitor and the 12vdc power supply. The system was tested and found to be working as intended and put back in service.